Manufacturer narrative:
The insulin pump had cracked battery tube threads, severely scratched display window and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump is cracked on the battery compartment. The blood glucose reading was 99 mg/dl. Nothing further was reported.